Event description:
The user reported that during cardiopulmonary bypass, the device stopped and could not be restarted. The perfusionist operated the roller pump by means of a hand crank for 10-15 mins until the end of cardiopulmonary bypass. The procedure was finished without problems for the pt. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.